Event description:
It was reported that, "the femoral peg drill stuck into the femoral peg trial drill guide. Bound up in there. Both drill bits would not pass through the femoral drill guide. Right or left medial."

Manufacturer narrative:
Eval summary: the returned devices look in used condition with wear from normal use. The inner diameter of the through hole of the drill guides shows wear from abrasion. The collar of the through hole of the drill guides show burnishing, which most likely occurred due to initiation of power prior to either full engagement of the drill with the drill guide or off axis loading after full engagement of the drill through the drill guide hole. Circumferential wear marks are evident on the shaft of the peg drills. This event is related to a trend of similar events where the drill "cold welds" (seizes) inside the pkr drill guide due to a slightly undersized condition. The results of the investigation performed indicated that there was potential of some slight variation in the hole diameter due to the manufacturing process. Corrective actions were implemented to prevent the likelihood of similar events. This is the same pt/event as MFR #2249697-200-00289.